Event description:
Add'l info rec'd from rptr 2/22/2000: rptr feels that this heating pad could have caused much more damage than it did and should be removed from the shelves of any store selling it. Rptr has received a replacement for the pad but feels that though the dial is much nicer the cover is inferior because the one that burned had a velcro strip to keep the cover on. This one has nothing and it's a fight to keep the cover in place. It slips off. Needless to say rptr is not "happy with either one."

Event description:
Heating pad was placed on rptr's abdomen under 2 thick foam pillows each with 3 pillowcases. Rptr smelled something burning and found that the side away from the body was scorched and had burned/melted through the pillowcases and into the first pillow. Burn was 5-6 inches around. There were no flames or smoke and no injury to pt only to her bed linens. MFR & dist informed MFR intends to evaluate device & replace the heating pad.